Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. As the physician aspirated the sheath through the flush port after the dilator was removed, air bubbles were observed within the sheath shaft. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The sheath was leak tested, and the sheath passed all leak testing. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a potential leak path. However, an attempt to pressurize the sheath did not cause the area to leak, but due to visible blood in the lumen of the tear, it could not be confirmed if this tear contributed to the reported event.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. As the physician aspirated the sheath through the flush port after the dilator was removed, air bubbles were observed within the sheath shaft. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.